Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringe has brownish discoloration on the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter embedded defect is associated with the molding process. This condition is occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4123156. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309646; batch number#: 4123156. It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: verbatim#: this needs to be taken to the attention of bd immediately. I don¿t have the rep's contact. Today, (B)(4), copied here, from the cath lab had two separate major flaws with bd syringes. The first was a 5ml luer lok syringe that was opened today and had some sort of stain on the end. Also, they had a plastipak 3ml syringe that was the package only- there was no item in the package. It was sealed and everything but no syringe.